Event description:
A patient sample was tested for hemoglobin (hgb) in manual mode and a low result was obtained. Hgb results obtained through an automatic mode were considered correct and correlated with results from a different instrument. The actual results were not provided. The erroneous result was not reported out of the lab. There was no death, injury, or change to patient treatment.

Manufacturer narrative:
The specimen was collected in edta tube and was sampled fresh. Qc was within ranges on automatic mode. Drift in qc results was visible on manual mode. A field service engineer (fse) was dispatched: the fse replaced blood sampling valve (bsv) actuator assembly. After the bsv actuator was replaced, the instrument is performing within qc specifications. Although hardware issue was addressed by the fse, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.